Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - patient selection. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after advancing the knot to the arterial surface, bleeding continued. Manual compression was applied to achieve hemostasis. It was believed the suture did not fully appose the arterial tissue due to the heavy calcification present at the site that caused bleeding. There were no reported adverse patient effects. Though requested, no additional information was provided.